Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead was unable to be implanted. Several positions were attempted to implant the lead were unsuccessful. The lead was not implanted and replaced successfully. The patient was asymptomatic throughout the procedure and would be followed up normally.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.